Manufacturer narrative:
This report is submitted on july 24, 2019.

Event description:
A hospitalisation was reported due to the recipient experienced a swelling over the implant, discomfort and poor sound quality. Integrity test result is consistent with a fully functioning device. The recipient will continue to be monitored by the healthcare provider.